Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient had a femoral neck fracture that was fixed on (B)(6) 2021 using the depuy synthes femoral neck system. The fracture went onto a nonunion. The patient returned to surgery for removal of the femoral neck implants and implantation of a total hip arthroplasty. All the femoral neck hardware was removed with ease. The 5.0 mm locking screw was broken at the screw plate junction. The broken piece was removed using a trephine. All hardware was removed successfully. Patient status is unknown. This complaint involves four (4) devices. This report is for (1) femoral neck system pl 1 hole - sterile. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient had a femoral neck fracture that was fixed on (B)(6) 2021 using the depuy synthes femoral neck system. The fracture went onto a nonunion. The patient returned to surgery for removal of the femoral neck implants and implantation of a total hip arthroplasty. All the femoral neck hardware was removed with ease. The 5.0 mm locking screw was broken at the screw plate junction. The broken piece was removed using a trephine. All hardware was removed successfully. Patient status is unknown. This complaint involves four (4) devices. This report is for (1) femoral neck system pl 1 hole - sterile. This report is 1 of 4 for (B)(4).